Manufacturer narrative:
Eval summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of the device log data, it was determined that the probable cause of this overfill was insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred about the minimum drain volume threshold. The device will be forwarded to the service area.

Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 5 of therapy on 11/29/07, the pt had an ultrafiltration of 57ml following a fill volume of 130ml. This gives a total drain volume of 187ml (130ml+57ml). No further info regarding this event could be obtained despite multiple attempts. There was no pt injury or medial intervention reported during the initial contact.